Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and it was not working. The customer¿s blood glucose level was 126 mg/dl. Customer also stated that after the battery change also the insulin pump was off. Customer also reported that the display was blank and the battery cap was damaged. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will not be returned for analysis.